Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. A torsional fracture with minor oblique fracture pattern was found at the tip of the driver. An oblique fracture pattern likely indicates a side loading (bending) in conjunction with torsional load. The hex tip fragments were not returned. Additional mdrs associated with this event: 3025141-2020-00047: screw.

Event description:
While implanting a 2.3mm distal screw into an aculoc plate, the driver tip broke in the screw head. The tip could not be removed and remains implanted.